Manufacturer narrative:
Eval result: fowler.

Event description:
It was reported by service report that the head rest would not lower completely. No pt involvement or adverse consequences are reported.